Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device displayed error code 201.5020 for a peripheral version response failure. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed error code 201.5020 for a peripheral version response failure. There was no patient involvement.

Event description:
The customer reported error code 201.5020. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken bezel wire harness. Lvp rear case recall completed. Based on the findings, service determined that the reported issue was due to electrical failure of the lvp mechanical assembly. Device history record: a review of the device history record showed the device had a manufacture date of 04aug2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6)was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn(B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.